Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three-piece lens. But thought he saw a tear, so ejected the lens onto the sterile field. There was a tear at both haptic junctions. There was no patient contact. This is one of two lenses used on this patient - see MFR. Report# 2023826-2006-00813.

Manufacturer narrative:
H6: evaluation results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaints were found within the work order. A cartridge work order search was performed and two similar complaints were found within the lot of product. Conclusions - (no conclusion can be drawn): based on the complaint history, the work order searches and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA# p990013.